Manufacturer narrative:
(B)(4). Closure trigger spring. The analysis results found that one ec60 device was returned with no visual non-conformances and with a blue cartridge reload present. The cartridge was received fully fired. The device was tested for functionality with a test reload and it fired, and formed all the staples as intended. The cut was noted to be jagged due to a damaged knife. The device fired without any difficulties, the staple line was complete and the staples were noted to have the proper b-formed shape. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. After further analysis it was noted that the device clamping mechanism was noted to be damage. The device was disassembled to verify the condition of the internal components and the right shroud return spring post was noted to be damaged, not allowing the device to properly open when the release button was depressed. However the device could be opened by applying reverse force to the trigger. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that before an unknown procedure, the device did not open after closing without firing. Another device was used to complete the procedure. There were no adverse consequences for the patient.